Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been doing well at home, however he began having brown colored urine with elevated lactate dehydrogenase (ldh). He was flown to the implanting center where elevated ldh and kidney failure was noted. Heparin was started and hs ldh came down, echo looked normal with normal velocities. The patient then went into renal failure and dialysis was started. He continued to decline and his white blood cells became elevated. The patient's chest x-ray results were poor and the patient expired.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.